Event description:
Reportedly, the teo dr device with serial number (B)(6) was implanted with two vega electrodes. The atrial electrode was screwed in first, without incident. When screwing in the ventricular electrode, the doctor noted that the ratchet sound was not heard. For this reason, she attempted to disconnect the electrode from the device. However, the electrode was fixed and could not be retracted. She then tried repeatedly to unscrew the electrode to remove it, but this proved impossible. She decided to disconnect the atrial electrode, which unscrewed without any problem. She then inserted in physiological saline solution the device, which was still connected to the ventricular electrode. After several attempts, the ventricular electrode was successfully unscrewed. They used another generator, a teo dr with serial number (B)(6). This generator connected to both electrodes without any problems.